Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an off no power alarm during the night. When they removed the battery from the insulin pump it felt hot. The alarm history was reviewed. They did not receive a low battery alert prior to the off no power alert. It was noted that a new battery resolved the issue. The customer¿s blood glucose level was 480 mg/dl. They declined troubleshooting for the high blood glucose. The device will be replaced and returned for analysis due to the heating of the insulin pump.

Manufacturer narrative:
The insulin pump was monitored for several days. The insulin pump received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery power loss alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected heating up of battery, battery tube or electronic assy was noted. No traces of heating up including no burns, electrical shorts or heat damage components in electronic assy was noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.